Event description:
Per the audiologist, the patient underwent two revision surgeries, on (B)(6) 2011 and (B)(6) 2012, to excise squamous epithelium tissue around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed clindamycin 300 mg on (B)(6) 2013. The patient underwent an additional revision surgery on (b)(60 2013, to remove skin overgrowth near the abutment. This report is filed on october 17, 2013. Implanted device remains.